Event description:
MFR received a report of a child falling forward in a manual wheelchair and sustaining a broken log. Details of the alleged malfunction, if any, are not clear. Enduser will not permit evaluation by the MFR.